Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not functional. A field service engineer (fse) found that auxiliary half height drawer 3 had no leds illuminated. Using a multimeter, the boards were checked, and the pyxibus board along with the controller board on drawer 3.2 were replaced. The drawer was configured, and a final test was performed for drawer 3.2. The test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pyxis device was not functional. No response was observed from the device, even after trying different power sources and flipping the switch. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pyxis device was not functional. No response was observed from the device, even after trying different power sources and flipping the switch. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.